Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician prescribed lidoderm patches. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician prescribed lidoderm patches. The patient was reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.